Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a lead revision noise was observed. The noise was not reproducible. The device remains implanted. No further information is available.